Event description:
During a remote follow-up, a significant decrease in battery voltage and battery longevity was noted on the device potentially due to premature depletion. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device did not reveal any anomalies. Analysis of the device image revealed the device was above elective replacement indicator (eri) when received, and an abnormally high current drain was noted on the device. Further analysis revealed that the premature battery depletion was caused by the high current drain observed on an internal supply voltage node in an integrated circuit.